Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with low out of range pacing impedance on their atrial lead. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.

Event description:
New information received noted that the patient presented to a follow-up in clinic on (B)(6) 2021. The healthcare provider was satisfied with the lead function, so the no further intervention was required. Patient was stable after the check and will continue to be monitored.